Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. The receiver log was reviewed and a loss of connection was observed. A receiver functional test was attempted, but it could not be completed due to the perpetual rebooting. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.